Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump was hot too touch. They removed the battery and the battery was hot to touch. The reporter stated that there was corrosion in the battery compartment and attempted to clean it out. The reporter stated that the pump required battery changes everyday after this. There is no reported adverse event with this complaint. This report is made based on the allegation of the hot pump issue.

Manufacturer narrative:
Follow-up #1 date of submission 05/09/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed a sudden voltage drop. Moisture corrosion was observed in the battery compartment. The battery compartment is cracked extending from threads down to the finger pad. Battery compartment leak is concluded. Pump powers on with a low battery warning. Ez-prime operation was performed successfully. Cover was removed, further moisture was found to the internal parts of the pump. The display lens was found to be scratched. Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.